Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported during a breast biopsy procedure, after the first device was used to collect the tissue twice, an error was displayed. The system was reset but the error was displayed. Therefore, another device was used to complete the case. Then the foreign matter like a metal was found in the collected tissue by the second divorce's first biopsy. The doctor took x-ray before and after biopsy on the patient's operative field and there were no foreign matter was confirmed except the patient's calcified tissue. There were no adverse consequences to the patient because no metal piece was remained in the patient body. The second device had already been discarded but the first device will be returned. They both are the same lot. There were no adverse consequences for the patient.